Event description:
The facility representative reported a colleague infusion pump with a failure code 19. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an colleague infusion pump with a failure code 19 was not confirmed nor reproduced during product evaluation. The root cause was not identified. No repairs were made to the device due to estimate refusal by the customer. A service history review revealed the device has not been previously sent into service for the reported condition of failure code 19. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a remediated colleague pump with a user interface module software version of 5.09.90.